Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged cable crimp. For clarification, a dislodged cable crimp makes the cable appear to be broken. The crimp is located approximately 32 mm from the distal tip. The broken cable that was dislodged from the crimp is found approximately 51 mm from the distal tip. Due to the dislodged crimp, the instrument failed manual articulation at the yaw input and exhibited imprecise motion when tested on the in-house system. In addition, the fenestrated bipolar forceps instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed due to the dislodged crimp. The instrument passed engagement and recognition. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user observed that when the sp fenestrated bipolar forceps instrument grasped tissue during surgery, it lost grip and rotated in an unintended direction. The user completed the procedure as planned. No fragment fell into the patient. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was no unexpected damage to tissue during the event. Additionally, no patient injury occurred due to unintuitive movement of the instrument. The fenestrated bipolar forceps instrument was replaced with a back-up instrument to allow the procedure to continue. No photos or videos of the event were available for review.